Event description:
During a clinical trial, it was reported that a patient underwent a cardiac repeat ablation for atrial fibrillation (afib) on (B)(6) 2026 (not original arrhythmia treated for index procedure of vt) with a vizigo sheath and suffered an aneurysmal spurium right groin. On (B)(6) 2026 start date, and (B)(6) 2026 site awareness date, the patient experienced aneurysmal spurium right groin with vizigo sheath and an unknown sheath categorized as severe severity and serious adverse event defined by in-patient/prolonged hospitalization with an admission date of (B)(6) 2026 and discharge date of (B)(6) 2026. The relationship to study devices is not related (including the vizigo sheath). The relationship with the repeat procedure is possible. The adverse event is anticipated. The outcome is resolved with an end date of (B)(6) 2026. Intervention performed was surgery in the right groin. The date the event is first reported to be an serious adverse event (sae) is 02-mar-2026.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).